Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the plate broke post-operative and the patient underwent a second surgery to remove/replace the plate.

Manufacturer narrative:
Update: d9, h3. The investigation results show that the postoperative plate fractures occurred through a bar and through a fixation hole, so the reported event could be confirmed. All further information provided did not indicate any deviation from the user¿s instruction. Based on the performed investigation, there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue.

Event description:
It was reported that the plate broke post-operative and the patient underwent a second surgery to remove/replace the plate.